Event description:
It was reported that during central processing, the maryland bipolar forceps instrument had a broken tip. The procedure was completed with no known impact or patient consequence reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and found to have a broken grip tip at the base of grip. The complaint was confirmed by failure analysis.